Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited premature battery depletion. The device current drain was stated to be stable. The patient was in stable condition. No additional information was reported.